Event description:
It was reported that about 3 centimeters of air was observed in the tubing of an sv 2.5 infusor. This occurred after force priming of the device. There was no patient involvement. No additional information available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 19, 2013 - june 21, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.